Event description:
The event is reported as: complaint alleged: the stylet broke after insertion, it was impossible to remove all the stylet. The catheter (with remaining part of the stylet) was removed and a new one was successfully inserted. No part remained inside the pt. The pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.